Event description:
The patient was revised because of dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A lot specific search of the complaints databases against the depuy acetabular liner was not possible as the necessary product/lot code combination was not provided. It should be noted, it was reported the depuy acetabular devices were used in conjunction with a competitor femoral head and stem. Using such product for articulation does not align with the design intent of the depuy pinnacle acetabular system. This use of depuy devices is not recommended and is considered off label use. Provided medical records does not confirm the reported dislocation, rather the postoperative diagnosis was aseptic loosening of the femoral component. Based on the performed investigation, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.